Event description:
This procedure was to extract cardiac leads due to a pocket infection, the leads were indwelling for 124 and 61 months. The lv lead was successfully extracted with traction only. The rv lead was extracted with a 16fr spectranetics tightrail rotating dilator sheath. While working on extraction of the atrial lead with a 13fr tightrail, the patient's blood pressure dropped while working at the svc/ra junction. A small effusion was noted on tee. The tear at the svc/ra junction was repaired. The patient survived the procedure.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.